Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 578 mg/dl. Customer reported that they woke up and vomited and went to the hospital on (B)(6) 2022 and admitted to the intensive care unit (ICU) for two days. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the ICU on (B)(6) 2022 with no permanent damage. Reportedly, the customer went through a pump system check with tandem technical support (cts) and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.